Event description:
It was reported that pump battery depleted by more than 25 percent within 24 hours and touchscreen was less responsive. There was no reported impact to the customer¿s blood glucose level. No assistance was requested by customer and no additional information was received regarding any further actions or outcome of event.